Manufacturer narrative:
(B)(4). This customer reported that during a cardiac arrest, the device discharged at a lower joule setting than selected. The involved pt died, but it is not yet known if the device behavior impacted the pt outcome. The device is being returned to philips for eval. A follow up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that during a cardiac arrest, the device discharged at a lower joule setting than selected. The involved pt died, but it is not yet known if the device behavior impacted the pt outcome.